Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that after successful deployment of the 3.0 x 15 mm xience v stent in the circumflex lesion, a dissection was observed at the distal end of the stent. A 3.0 x 12 mm xience v was implanted to treat the dissection. There were no add'l pt effects. No add'l event or pt info is available.

Manufacturer narrative:
Results and conclusions summation - dissection, as listed in the xience v IFU, is a known adverse event associated with coronary stenting. This known pt effect is not necessarily an indication of a product quality deficiency. Dissection can be influenced by several factors. The IFU also states: implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause acute closure of the vessel requiring add'l intervention (CABG, further dilatation, placement of add'l stents, or other). Although a conclusive cause for the reported pt effect and the relationship to the product, if any, cannot be determined, there does not appear to be an indication of product quality deficiency.